Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, customer applied additional pressure to the syringe plunger and successfully filled the cartridge to resolve the issue. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A supply change was performed resolving the issue. There was no impact to the customer's blood glucose level.